Manufacturer narrative:
It has been requested that the product be returned to the manufacturer for investigation.

Event description:
Dried residue coating on surface of lens.

Event description:
Dried residue coating on surface of lens.

Manufacturer narrative:
It has been requested that the product be returned to the manufacturer for investigation. Complaint article, a disposable vitrectomy lens, was received. The product was provided in a blister without a lid. Visual inspection showed that all surface of the lens was covered with dust. Moreover, a white dry residue was identified on the side of the lens. As the origin of the residue could not be clearly determined within d.o.r.c., we sent the lens to sgs laboratory in belgium for analysis. As soon as results are available, the root cause investigation will be continued.

Manufacturer narrative:
It has been requested that the product be returned to the manufacturer for investigation. Complaint article, a disposable vitrectomy lens, was received. The product was provided in a blister without a lid. Visual inspection showed that all surface of the lens was covered with dust. Moreover, a white dry residue was identified on the side of the lens. As the origin of the residue could not be clearly determined within d.o.r.c., we sent the lens to sgs laboratory in belgium for analysis. As soon as results are available, the root cause investigation will be continued.

Event description:
Dried residue coating on surface of lens.